Event description:
It was reported that during procedure foot pedal got stuck and patients capsule broke and a vitrectomy was required. Patient is expected to recover without issues.

Manufacturer narrative:
The event was incorrectly reported against the signature system and that footpedal was used as a concomitant product. The footpedal is the suspect product and the system is the concomitant product.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Evaluation summary - inspection and analysis of the phacoemulsification unit was completed by field service engineer. Field service engineer found that he could not duplicate reported issue. Field service engineer verified all modes of operation and calibrations on the unit, footpedal and hand piece and unit complies with amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. (B)(4): placeholder.